Event description:
Hcp reported the patient was experiencing slight tireness, though the physician felt this could be the result of some over the counter drugs. The pump had been refilled on 4/2002 and on follow up on 5/2002, the residual volume was found to be 2ml instead of the expected 7 ml. On 6/2002 at follow up, again the volume present was found to be 7 ml while the expected volume was 14 ml. The clinic had the impression the patient might have been emptying the pump. The device was explanted and replaced. This new device required explant after a few weeks due to infection. The next treatment steps are not yet defined.